Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h6 this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Mc2avr1-delsys. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 11 dec 2025. H3: yes. Product event summary: the lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanically kinked/bent. The device cup of the delivery system was damaged. The analyst noted the full delivery system was returned with the device separated from the tether with tether removed from the delivery system and the device cup cut off and not returned. The tether was cut and torn apart at the tether pin. The inner shaft was kinked at 1.3 cm and 1.5 cm from the distal end of the recapture cone. There were no anomalies found with the deflection button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant the delivery system's response to the deflection button felt different. The delivery system did not bend sufficiently in response to the deflection button. Additionally, from the first deployment, there was a phenomenon where the deployment button did not return smoothly during recapture. Multiple deployments were attempted. High thresholds were observed each time. It was suspected that the delivery system malfunction prevented sufficient contact during normal operation. While attempting the sixth deployment, the delivery system became almost unresponsive to the deflection button. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.